Event description:
The hcp reported the patient was experiencing a return of symptoms. The patient receives lioresal via an intrathecal drug delivery system. A dye study was performed and the hcp was attempting a catheter access port procedure. The hcp reported having difficultly aspirating fluid through the cap. Further troubleshooting was being considered. Additional information has been requested from the hcp, but was not available on the date of this report. See MFR report #600003020080475.

Manufacturer narrative:
(B)(4).

Event description:
The patient's mother reported that the patient experienced withdrawal on an unspecified date as a result of a clogged catheter. The patient required hospitalization at the time she experienced withdrawal.